Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the suggested event occurred due to the following: the user operated suction with opening space of the scope distal end being close to mucosal surface, mucosa was sucked in the cover. The scope was moved under that condition; as a result, mucosa was injured by edge of the cover. The cover was moved immediately after suctioning (while mucosa remained sucked in the cover), resulting in mucosal injury. However, the root cause of the suggested event could not be identified. The event can be prevented by following the instructions for use which state: ¿important information please read before use: examples of inappropriate handling¿ olympus will continue to monitor field performance for this device.

Event description:
The procedure was therapeutic with stone removal. The scope was inspected with no sign of abnormality. After attaching the distal cover to the scope, the distal cover was confirmed not damaged. No anti-fog agent applied to the scope lens. Lubricant is the only chemical used during procedure and the doctor applied a dime sized amount to the body of the scope, but not the tip. The tip was fully inspected prior to application of the distal tip and there was nothing abnormal. The distal tip cover was inspected prior to and after application with nothing abnormal. No reported change in patient's health status, baseline. Other related patient identifiers: (B)(6).

Manufacturer narrative:
To date, the customer have not returned the device for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that evis exera iii duodenovideoscopee, had a large piece of tissue in the inside corner of the single use distal cover (B)(6). The issue occurred after the procedure. The procedure was therapeutic. There were no reports of patient or user harm associated with this event.